Event description:
Dental implant removal.

Manufacturer narrative:
The initial reporter, (B)(6) reported device failure to another manufacturer, (B)(4). (B)(4) reported implant failure to FDA on a quarterly report. Through (B)(4) investigation they determined the implant was manufactured by us, oco biomedical and returned the implant to (B)(6). Through several phone calls and letters to (B)(6) we have been unable to determine any outcome as he has refused to give us any details on event or device.